Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was 12/04/2014. Blood glucose at the time of hospitalization was 350 mg/dl. It was found the customer was vomitting and had a severe headache prior to being hospitalized. Customer also reported the cause of their hospitalization was diabetes ketoacidosis. Troubleshooting found the customer's insulin pump did not have any issues. Customer's mother stated she would monitor the customer's blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).